Event description:
A patient underwent minimally invasive tricuspid annuloplasty (mics-tap) with concomitant left atrial appendage exclusion (laae) using an atriclip device. Two weeks post procedure the patient reported symptoms of heaviness and fatigue in the legs. Imaging confirmed the presence of a thrombus in the left atrium near the ostium of the left atrial appendage. Despite initial medical management, the patient subsequently developed a lower extremity arterial embolism, which required surgical intervention to remove. Reported information indicates that the left atrial thrombus resolved without additional intervention. Based on information presented, it is not reasonable to definitively determine cause or contribution of the atriclip device to the reported event. Therefore, in an abundance of caution, the event is being reported per part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation; however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.